Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, there was a kink in tubing. The customer has reported that this is an ongoing problem. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no harm to the pt.

Manufacturer narrative:
Terumo did not receive the actual device; however, photos were received confirming the kink in tubing at the y connector. The root cause of this event is due to layering and line placement on the y connector. The complaint was misreported; the event occurred out-of-box. There have been reports of kinked tubing in other packs. Layering has been revised to avoid future kinking in packs. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed in file in quality management for appropriate tracking, trending, and follow up. (B)(4).